Event description:
Ous MDR - one day post implant, the impedance was 635 ohm. In (B)(6) 2013 it was 302 ohm and then one year later in (B)(6) 2014 it was 201 ohm. By (B)(6), 2014 the impedance value was equal to or less than 200 ohm.

Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.